Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 500 mg/dl, 400 mg/dl and 300 mg/dl. Customer also stated that they had low blood glucose level of 66 mg/dl, 58 mg/dl and 56mg/dl. Customer's blood glucose value was 70 mg/dl at the time of the call. Customer declined to troubleshoot for high readings. The insulin pump will not be returned for analysis.